Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Four (4) used samples were provided for evaluation. Two of the four samples could not be cleaned out due to blood build up in tubing. The other two samples were decontaminated and then leak tested. One set passed testing and the other set failed. Upon visual evaluation, stress marks and cracks were found on side port of the caresite. While the exact root cause cannot be determined, review of the complaint samples and manufacturing records suggests that the defect did not originate from a failure in the manufacturing processes. Based on these findings the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: "during the night shift from 2/11-12, we set up the tubing as I have always set tubing up and we verified and started the blood. About 5 minutes into the transfusion, I was called in and was told that the transfusion was stopped because the tubing was leaking. There was a small patch of blood on the patient's gown just proximal to the distal y-site of the tubing where the one way valve connects into the luer-lock hub. Not really having encountered this before, I decided to prime a new set of tubing and spike the blood bag onto a new set of y-tubing, which we did ( not really sure if this is what we should have done, but we were thinking on the fly). Shortly after we started the transfusion on that set up, blood was noted to be leaking from that location. I decided to go try some tubing from d-3 at this point and we got that setup to work and finish off the transfusion without leaking. The patient lost around 50 mls of the unit to leaking." No injury reported.